Event description:
It was reported that the cylinder strength of this inflatable penile prosthesis (ipp) was weak. Therefore, a surgical procedure was performed to add additional saline to the reservoir. No components were removed during the procedure. There were no patient complications reported.